Event description:
It was reported that the patient "had some tortuous vessels." The md inserted the sheath and the began inserting the intra-aortic balloon (iab). The iab began to unwrap while the md was advancing it through the sheath. As a result, the iab was removed from the sheath and another iab was inserted. There was no reported harm to the patient. The iab will not be returned because the patient has an "infectious disease."

Manufacturer narrative:
Sample will not be returned for evaluation.